Event description:
Patient is claiming "serious personal injuries" in association with a 2005 epilight treatment performed at the facility. The facility stated that they have received 2 days of clinical education and that they have not yet treated paying patients. In 2005 lumenis notified the office manager of the facility by telephone that lumenis recommends they have epilight unit serviced prior to using it for additional treatments. 2 days earlier lumenis sent a letter addressed to the medical director. The facility stating that based on the limited information available , lumenis is recommending that the subject epilight device not be used for additional treatments unitl it receives appropriate service.